Event description:
The patient received "several" emergency room treatments for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. The patient's physician reported that the patient could not properly read the display screen and administered an incorrect amount of insulin.